Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and run pump in user mode testing were performed. The reported problem, "failed calibration", was not duplicated. During investigation, accuracy testing was ran and showed the delivery error to be 0.97%, 0.05%, and -0.16%, and all are well within the accuracy spec of +/- 3 %. Error code 1310 (date issue - rtc battery related) was recorded by the pump. Service due message was present in the event log. According to the investigation, inaccurate testing at the customer site caused the reported problem. Standard preventive maintenance will be performed on the pump and software will be upgraded. The problem source of the reported problem is unknown.